Event description:
The manufacturer's representative reported that the patient stated that he "couldn't move his legs." The patient has psychological issues that have contributed to this event. The patient was experiencing increased tone, not unlike his baseline. The patient was receiving a small dose of baclofen via the drug delivery system. He was also receiving oral baclofen. The manufacturer's representative believed that he was underdosed, not overdose, as was suspected initially. The pump was turned off and a CT scan was performed but did not reveal any issues. The pump was restarted. The patient is reported to be doing fine now. He was discharged to a nursing home for the time being, as he indicated that he was unable to take care of himself.